Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an error message of ¿replace sensor¿ while wearing the adc freestyle libre sensor. The customer further reported that on (B)(6) 2020, she collapsed and lost consciousness, therefore she was unable to self-treat. A non-hcp treated the customer with glucose injection (dose/type unknown) and no additional treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This also serves as a correction report. Section b3 (date of event) was incorrectly documented in initial report. Correction has been made.

Event description:
The customer reported receiving an error message of ¿replace sensor¿ while wearing the adc freestyle libre sensor. The customer further reported that on (B)(6) 2020, she collapsed and lost consciousness, therefore she was unable to self-treat. A non-hcp treated the customer with glucose injection (dose/type unknown) and no additional treatment information was reported. There was no report of death or permanent impairment associated with this event.